Event description:
The customer reported that alarms did not function and a patient death occurred.

Manufacturer narrative:
(B)(4). The customer reported that alarms did not function and a patient death occurred. The customer does not believe that this death was caused by philips equipment but would like to eliminate all possibilities. They are specifically interested in finding out if any alarms were silenced and were looking for retrospective data. In abundant caution, we will report this failure. A review of the central station alarm logs indicated that on (B)(6) 2011 beginning @ 04:12:32 until 04:34:50, there were 2 vfib/tach and 3 asystole alarms which were silenced by the user. The first asystole alarm annunciated for greater than 16 minutes before being silenced. Philips cannot determine if the delay in the staff response to the initial alarm was a factor in the patient's death. The involved monitor was tested and passed all testing. Device labeling (instructions for use) adequately describes alarm configuration and alarm control. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.